Event description:
Pt said she suffered an eye infection a week after picking up her contact lenses sometime around (B)(6) 2011. Pt said she was seen at (B)(6) hosp by an ER physician (B)(6) 2011. She was given vigamox, ciprofloxacin, and isoptohyoscine drops for both eyes. Pt's lenses were purchased from (B)(6). She does not currently have the lenses to return for eval.

Manufacturer narrative:
Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date, there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.